Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was returned with a dim pinkish screen. On the bright contrast setting, the screen text was difficult to see and was approaching an unreadable condition. The pump was tested on a 29 hour flow test and was found to be delivering accurately. The pump's insulin delivery history was reviewed from (B)(6) 2011 to the end of pump's use on (B)(6) 2011. The daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in pump's history or alarm history. The dim old screen was removed and replaced. The screen contrast returned to normal with the replacement. The alleged product issue related to the display is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Patients are advised to use the cartridge and infusion site for only 2 to 3 days. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported her blood glucose levels were running high (500 mg/dl) and she was nauseous. The patient reports having brittle diabetes and having a normal range of 150 to 200 mg/dl. The patient reports no change in diet or activity. The patient reports no issues with the insulin, however, she uses the same cartridge and infusion site for up to 5 days. The time and date as well as the settings on the pump are correct.